Event description:
(B)(4). Pain in abdomen, heavy bleeding, cramping,spasms in abdomen, itchy all over, I've had to have my gall bladder removed, I've had to have an ablasion, painful intercourse, pain during ovulation.